Event description:
It was reported that system boots with 41800000000 error. Siu fan is not running. No presence of leds. Power was switched to another port and issue persists. Fuses are fine. No patient involved.

Manufacturer narrative:
The device, intended to be used during treatment, was not returned to the designated complaint unit for an independent evaluation, thus visual inspection and functional testing could not be performed. There was no serial number provided for the DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review found 24 similar reports of the issue. This issue will continue to be monitored. The relationship of the device and the reported event could not be determined. A factor that could have contributed to the reported event was a blown fuse in the siu. The blown fuse was likely due to internal wire damage on the handpiece. However, without the actual device available for evaluation, this could not be confirmed. Therefore, the root cause of the reported event could not be determined. No containment or corrective actions are recommended at this time.